Manufacturer narrative:
Device received with cracked battery tube thread and stained lcd display window noted. No back light anomaly noted. Device passed displacement test, a21 error test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had frosted look to the screen that make it difficult to read and act button sticks 24 hours. The blood glucose of the customer was unknown. Customer stated that insulin pump was slow to rewind. Customer also stated that backlight is dim of the insulin pump. The customer declined for troubleshooting. The insulin pump will not be returned for analysis.